Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damage involving a x3 triathlon insert ps#7 16mm was reported. The event was confirmed. The locking wire of the insert is disengaged from the poly and there are minor scratches on the body of the device. Dimensional and functional evaluations were not performed as the device is damaged. Medical evaluation not performed as no medical records were provided. Device history review indicated that the specified lot was accepted into stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves the locking wire on an insert being not properly engaged. The insert was discarded and a new insert was implanted. It is likely that the event is a user related issue with inserting the device properly. No further investigation for this event is possible at this time.

Event description:
Customer noticed the locking wire on a ps insert was not properly engaged. The surgeon discarded this item and inserted another one.

Event description:
Customer noticed the locking wire on a ps insert was not properly engaged. The surgeon discarded this item and inserted another one.